Event description:
It was reported by the customer that the pump over-pressurized knee during the case. The caller did not have any other details about problem, but stated a second pump was used to complete case with no patient consequence.

Manufacturer narrative:
At this point in time, mitek is awaiting receipt of the complaint device and has been making efforts to ascertain further information pertinent to the reported event. Upon completion of the device analysis and received event information, our findings will be the subject of a follow-up report.